Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) between 300mg/dl -500mg/dl with nausea/headache. The pump was not available for troubleshooting. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as the cause.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: the pump's black box data from the date of the alleged event had been overwritten due to continued use of the pump. The available daily insulin delivery totals matched the user's programmed basal rates. The pump passed a delivery accuracy test. The alleged issue could not be duplicated.